Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, red particles, missing shell and the device is underweight. A visual and microscopic analysis was performed which identified broken crease sharp on radius, stress marks and creases fold. Based on the device analysis the final assessment is a broken crease sharp on radius due to fold flaw opening, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.